Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed incoming testing. The root cause for the failure was a shorted q13 insulated-gate bipolar transistors (igbts) defibrillator pca. Root cause for the shorted igbt was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.